Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle litigation record received. Patient alleges pain, difficulty walking, discomfort, inflammation, injury, corrosion and friction wear and toxic cobalt chromium metal debris. Patient had eventually set for revision surgery on (B)(6) 2019 however could not have necessary due to an infection. Doi: (B)(6) 2015 dor: unknown, left hip.